Event description:
In 2005, the patient went for an unscheduled follow-up office visit, and the ongoing cardiac medications included plavix, asa and statins. The patient reported no angina, but silent ischemia was reported with a postive electrocardiogram. Control angiography indicted a 90% in stent stenosis of the previously stented proximal (lad) left anterior descending artery that was stented in 2004. The lesion was treated with a angioplasty procedure. There were no complications reported during the procedure, and the patient was hospitalized for two days. The relationship to the device and procedure were both highly possible.